Manufacturer narrative:
Correction: this report is being filed to correct the product status. (B)(4). The prior report (MFR #2124215-2016-02727, follow-up #1) had incorrect information. Both the pulse generator and electrode were explanted, according to the local field representative; however, only the pulse generator was returned. This electrode has not been returned.

Event description:
---

Manufacturer narrative:
This report is being filed to correct the explant date. (B)(4); new information was received stating that the electrode had not been explanted with the pulse generator, but was abandoned in the patient at the time the pulse generator was replaced. The electrode was later explanted in (B)(6). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The s-ICD system was retained by the hospital. The field representative stated he would return the s-ICD and electrode should the hospital release the products. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received nine appropriate shocks for ventricular fibrillation (vf), which displayed a torsades type rhythm. Sensing was questionable and noted a long time to therapy with multiple shocks to convert. Captured s-ecgs and episodes strips were reviewed by boston scientific technical services (ts). Large amplitude signals were noted in secondary and primary vectors, so will maintain alternate. Ts was not determined that a different vector would have resulted in less time to therapy. Device data was further reviewed by ts. Episodes confirmed a torsades type pattern at various times, which contributed to the longer time to therapy between shocks. There was no significant noise present. There were four episodes total from (B)(6) 2016. Episode 001 had 3 shocks and non-conversion. Episode 002 had 5 shocks and therapy was exhausted with non-conversion. Episode 003 had 1 shock that converted rhythm with post-shock pacing. Episode 004 was classified as untreated and arrhythmia self-terminates. Ts noted in episode 004 that there was some type of complex that was potentially non-cardiac, which may suggest patient was having pressure on chest or bumping around near that time. Shock impedances were around 130 ohms. The patient was referred for x-rays. X-rays were taken and confirmed the system placement was not optimal. Ts discussed that repositioning the system may not improve performance. The physician explanted the s-ICD system and replaced it with a transvenous system and a subcutaneous coil due to the patient's chronic high dfts. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: this report is being filed to correct information about the product status that was filed incorrectly before. (B)(4).

Event description:
The information previously reported indicated that the s-ICD system was explanted. This information is incorrect. The s-ICD system was deactivated and was left implanted in the patient when the new transvenous implantable cardioverter defibrilla